Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, air was leaking into the syringe of the sheath, despite being rinsed with nacl before. After transseptal puncture with a swartz introducer, the wire was positioned in the left atrium and then the introducer was changed to an agilis introducer. Before connecting the agilis introducer to the flushing line, it was aspirated. Air was still noted in the syringe after aspiration. The issue was resolved by replacing the agilis introducer with a new one of the same model. The procedure was completed successfully and without any adverse consequences to the patient.